Event description:
The customer reported to olympus that no images were displayed on the endoeye flex deflectable videoscope. The issue was observed during an unspecified therapeutic procedure. The procedure was completed with a similar device, with no delay noted. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed or reproduced. During the evaluation, it was determined that due to damage on charge-coupled device (ccd) unit, the image had white dots. Additionally, the evaluation revealed the following findings: due to a pinhole on universal cord, water tightness was lost; due to a pinhole on video cable, water tightness was lost; adhesive on bending section cover (a-rubber) was scratched; adhesive on bending section cover (a-rubber) had a chip; switch #1 was damaged; the number of broken wire in bending tube blade exceeded the standard value; due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured; video connector case had a crack; video connector had a crack; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event was unspecified. It is presumed that it was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. This issue is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.